Event description:
It was reported that following a lap adjustable band procedure, the pt developed a post op port site infection. The pt had the product implanted in 2008. At the time of surgery, the pt received prophylactic antibiotic. A chlorhexidine gluconate (chg) cloth was used pro-operatively on the pt while in the ambulatory surgery area. The wound status at the time of discharge was okay and there was no wound drainage. The pt was readmitted to the hospital at about 10 days later with methicillin-sensitive staphylococcus aureus (mssa) and the band and port were explanted. The pt was discharged home about 5 days later with no other complications.

Manufacturer narrative:
Info is unavailable; device was not returned for eval.